Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653, batch # 5199333. Verbatim: rcc received a complaint via community. Pir attached. A white particulate was identified on the black syringe plunger during reagent preparation. Item# 309653, lot# 5199333.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. White particulate was reported on the black syringe plunger during reagent preparation. To support the investigation, the quality team received one sample without blister packaging and one photograph for evaluation. A visual inspection of the returned sample confirmed the presence of a white particle adhered to the syringe rubber stopper. The photograph provided depicts the sample as received, and no additional defects or abnormalities were observed. The sample was subsequently submitted to a laboratory for analysis. The laboratory results indicated silicone as the closest match, however, the match percentage was low, and the result was considered inconclusive. A device history record review was completed for material number 309653, lot 5199333. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and the returned sample evaluation, the condition reported by the customer is confirmed.